Manufacturer narrative:
The info submitted reflects all relevant data received. Evaluation summary: baa039543v distal conductor fractured; full lead returned for analysis. Analysis found lifted bond wires.

Event description:
It was reported that the lv (left ventricular) lead exhibited very high impedance, thought to be from a lead fracture. The lead was entirely explanted. A medwatch 3500a was subsequently received with no additional info than was previously reported. No pt complications were reported as a result of this event. Model 8042 was returned, analyzed, and tested out of specification during MFR's analysis.